Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge registered nurse (rn) reported leaking blood from crit-line that is attached to lines. Upon follow-up, the rn stated thirty minutes after initiation of the patient's hemodialysis (hd) treatment, a blood leak was observed from around the seam of the crit-line blood chamber. Treatment was paused and the patient¿s blood was successfully returned. Per rn blood was noted to be dripping down the dialyzer and the patient¿s estimated blood loss (ebl) was approximately 5 ml. The rn noted that the patient remained asymptomatic and confirmed that the patient did not experience a serious injury or require medical intervention as a result of this issue. The machine, a 2008t, did not alarm. The patient was utilizing fresenius bloodlines. No damage was noted on the crit-line prior to treatment. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was available to be returned for manufacturer evaluation.

Event description:
A user facility charge registered nurse (rn) reported leaking blood from crit-line that is attached to lines. Upon follow-up, the rn stated thirty minutes after initiation of the patient's hemodialysis (hd) treatment, a blood leak was observed from around the seam of the crit-line blood chamber. Treatment was paused and the patient¿s blood was successfully returned. Per rn blood was noted to be dripping down the dialyzer and the patient¿s estimated blood loss (ebl) was approximately 5 ml. The rn noted that the patient remained asymptomatic and confirmed that the patient did not experience a serious injury or require medical intervention as a result of this issue. The machine, a 2008t, did not alarm. The patient was utilizing fresenius bloodlines. No damage was noted on the crit-line prior to treatment. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation without original package. The complaint product sample was disinfected according to rqam-326, as the complaint product sample was being disinfected and prepared for analysis, a leak test under water was performed, during the testing it was found a leak on the arterial line in the clic blood chamber. The complaint product sample was visually inspected according to the investigation report. In addition, a nonconformance was found, the none conformance was due a leak in the clic connection to the dialyzer. The lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. All the applicable in-process and final inspection tests were found with acceptable results for the potential related lots. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR revealed the non-conformance found was due a leak in the clic connection to the dialyzer . Upon completion of the evaluation, the reported event was confirmed.